Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 218mg/dl. The customer's levels had been as high as 900mg/dl due to bent cannula. The customer states they treated with IV drip. The customer was taken off the pump and is now receiving button error. The customer's blood glucose level was 218mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with intermittent button response. No button error alarm during testing. The insulin pump was received without the original belt clip. The test belt clip fits and locks properly and no damage on the belt clip slot noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the displacement accuracy test.